Event description:
It was reported that during the rotator cuff surgery the device melted. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 31-mar-2021: it was confirmed that the normal settings of the device were used and the device wasn`t in constant use. No alarm or error messages were present prior to or during the event.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation revealed that the ceramic encasing the probe tip was chipped on one side of the face of the ablator. Charring was also noted along the remaining ceramic and face of the device. This event is most likely caused by prying/leveraging of the device against bone/bony tissue, and use of the device for extended periods of time.